Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during shoulder arthroscopy surgery both anchors did break off while inserting. The broken off piece has been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
Complaint confirmed. Visual evaluation confirmed that the implant had broken in half. The broken pieces were removed from the patient, but were not returned. The root cause of the reported failure mode is undetermined. However, the most likely probable causes are applying excessive mechanical forces upon insertion and inadequate bone preparation.